Manufacturer narrative:
B1. Adverse event/product problem - corrected - no product problem. B5. Executive summary - updated. H1. Type of reportable event - corrected - no malfunction. F10. / h6. Medical device problem code: corrected as there is no complaint against a target coil associated with this event. F10. / h6. Health effect - clinical code: corrected as there is no complaint against a target coil associated with this event. F10. / h6. Health effect - impact code ¿ corrected as there is no complaint against a target coil associated with this event. The device investigation is not applicable. There was no target coil used in the procedure as previously reported. Theres¿s no complaint against a target coil as the complaint was inadvertently opened. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the coil (subject device) was used in the medical procedure. However, the subject device got prematurely detached. No further information available. Additional information received on 21-jan-2026 clarified that no coil was used during the procedure.

Event description:
It was reported that the coil (subject device) was used in the medical procedure. However, the subject device got prematurely detached. No further information available.